Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotawire became stuck in the lesion. The target lesion was located in the distal right coronary artery (rca). A rotawire was selected for use. The rotawire was used together with a non bsc guidewire before doing atherectomy. During the procedure, it was noted that the rotawire became stuck in the target lesion. Consequently, the physician pulled out the rotawire and the device was found to be unraveled. The procedure was completed with another of the same device. No patient complications were reported.